Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer resumed insulin delivery and the remainder of the bolus was delivered. The customer's blood glucose (bg) level was 500 mg/dl and approximately one hour later, the bg had reduced to 312 mg/dl. The contact attempted to perform a system check; however, the incorrect steps were performed and the system check could not be completed. The contact indicated that the supplies on the pump would be changed. The contact thought that the occlusion occurred as the tubing was coiled at the time of the occlusion alarm.